Manufacturer narrative:
While using the rollator, the end user fell hitting his arm, shoulder and eyebrow. The spokes of one of the wheels was found to be broken and the wheel came off of the rollator. The end user was admitted to the hospital for observation. The details of the incident are not known as the fall was not witnessed and the end user did not know what happened. It is not known if the wheel came off, causing the fall or if the fall caused the wheel to break and come off. The sample was returned and evaluated. It was confirmed that the rear left wheel had broken off the product at the spokes. From the fracture pattern, it was determined that the wheel failed outward. The hub of the broken wheel was missing the inner bearing. The nut on the axle assembly was found to be loose, but the wear pattern suggests it had been tightened in the past. A dent was found on the inner side of the tire and of the hub. The missing bearing may have been a contributing factor to the wheel failure under normal load conditions, but given the loose axle nut, it is not known if the bearing had always been missing. The dents suggest that the wheel may have been impacted from the inner side but it is possible the dents are the result of the wheel breaking. A root cause for the reported incident has not been determined. We have no trend for this device related to a missing bearing. No corrective action is indicated at this time. However, due to the reported hospitalization, this medwatch is being filed.

Event description:
End user fell while using the rollator. The wheel broke. It was not known if the wheel caused the fall or if the fall caused the wheel to break.